Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. The hr value had high readings, and the o2 value had low readings when checked using a bedside. They only provided one serial number but believed there were 8-9 transmitters with this issue. However, when they tested the unit on a simulator, it read correctly. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes. The issue only occurred when the probes were connected to a transmitter and not to a bedside monitor (bsm) when using the same probes. Biomed was able to resolve the issue by installing a new disposable probe. Investigation summary: on 06/13/2023, the customer called nk tech support regarding this issue with the same transmitter (serial number (B)(6)), which was documented under ticket (B)(4). Nihon kohden (nk) received the complaint device and three (3) disposable probes from the customer on 07/14/2023. Nk repair center (rc) evaluated the device on (B)(6) 2023 and was unable to duplicate the complaint. Nk rc also found that the unit had a small dent on the front case. The disposable probes were tested with the unit and were found to operate normally. As a precautionary measure, the center case was replaced with a new one. The small dent found on the case is a cosmetic issue and is unlikely to be related to the complaint of incorrect readings. Nk rc tested the device again on (B)(6) 2023 and confirmed that the device operates to the manufacturer's specifications. A definitive root cause for the issue could not be determined since the complaint could not be duplicated, and nk rc did not find any issues with the probes. Possible cause may include user error with device set-up, such as incorrect settings or incorrect electrode or probe placement. The zm-531pa operator's manual lists appropriate settings and adjustments that may need to be made for electrode and probe placement depending on different patient conditions. Reviewing of the device's serial number and the customer's complaint history does not show additional relevant complaints other than the ticket mentioned above ((B)(4)). Corrective and preventative action is not required at this time since device evaluation could not duplicate the complaint, and there is no evidence of a device malfunction. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. D10. Attempt # 1: 03/31/2023 emailed the customer for patient information and concomitant medical device information: no reply was received. Attempt # 2: 04/04/2023 emailed the customer for patient information and concomitant medical device information: no reply was received. Attempt # 3: 04/06/2023 emailed the customer for patient information and concomitant medical device information: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes.

Event description:
The customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes.

Manufacturer narrative:
The customer reported that the telemetry transmitter showed inaccurate hr and o2 readings. The hr value had high readings, and the o2 value had low readings when checked using a bedside. They only provided one serial number but believed there were 8-9 transmitters with this issue. However, when they tested the unit on a simulator, it read correctly. Biomed reported that they consistently have issues with the telemetry transmitters where the hr/pr rate was triple the actual rate when using nk disposable finger probes. The issue only occurred when the probes were connected to a transmitter and not to a bedside monitor (bsm) when using the same probes. Biomed was able to resolve the issue by installing a new disposable probe. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: concomitant medical device: the following device(s) were used in conjunction with the transmitter: org: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Attempt # 1: 03/31/2023 emailed the customer for patient information and concomitant medical device information: no reply was received. Attempt # 2: 04/04/2023 emailed the customer for patient information and concomitant medical device information: no reply was received. Attempt # 3: 04/06/2023 emailed the customer for patient information and concomitant medical device information: no reply was received.